Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to failed battery test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received low battery and change battery alarm every three days. Customer's blood glucose at the time of the incident was 8.0 mmol/l. The device has been returned for analysis.